Event description:
On 01/27/2010 covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the pt was administered heparin while in the hospital beginning (B) (6) 2007. Upon info and belief on at least one occasion, the heparin administered to the pt was alleged to be contaminated heparin. Shortly thereafter, the pt began to experience adverse reactions consistent with the adverse reactions associated with contaminated heparin.

Manufacturer narrative:
The lead was later explanted and returned for evaluation.